Event description:
During preventative maintenance, the autopulse platform (sn 42998) failed brake gap inspection. No patient involvement.

Manufacturer narrative:
During preventative maintenance, the autopulse platform (B)(6) failed brake gap inspection. The brake gap was wide and could not be adjusted within the specification. The drivetrain motor needs to be replaced to address the observed issue. The autopulse platform passed the preliminary functional test with no issues; however, failed the brake gap inspection. The drivetrain motor needs to be replaced to address the observed issue. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with (B)(6).